Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided was carefully analysed. The inspection of the available data confirmed the clinical observations mentioned in the complaint description. The impedance trend demonstrated a sharp increase of pacing impedance (of 750 ohms up to 1100 ohms) with subsequent sharp decrease (up to 750 ohms) at the beginning of (B)(6) 2015. Furthermore the p/r amplitude showed a sharp decrease by half in the same period of time. Additionally the analysis of the iegm episodes confirmed the presence of noise on rv and ff channels which led to the reported vf detection and shock delivery. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
Ous MDR - the events were first detected during clinic. The device recorded several episodes of vf ((B)(6) 2015) due to noise on the rv lead mentioned above. On (B)(6) 2015, the patient received 6 inappropriate shocks from his ICD. Follow-up trends show a sharp rise and drop in rv pacing impedance, as well as a sharp decrease in rv sensing beginning (B)(6) 2015. Should additional information be received, this file will be updated.